Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error alarm during testing. Unexpected restart alarm after battery change. Unable to determine root cause. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case, cracked reservoir tube window and cracked battery tubethreads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call that the insulin pump alarmed a motor error alarm and an unexpected restart alarm. Customer's blood glucose was 575 mg/dl. Device was not delivering insulin. Device was able to rewind. Device passed the displacement test. Device passed the self test. Customer was a brittle diabetic. Customer fell into a coma on a bus. Customer's husband treated customer's high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.